Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine bridge board, cine hard drive, and cable were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a loss of cine operation. There was no pt injury or death reported.